Event description:
This report is to advise of an event observed during analysis confirming exposed wires.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Spline c was noted to be corrugated and electrode 11 was displaced. Conductor wire 11 was found fractured proximal to the weld joint, consistent with the paddle tubing damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and paddle tubing damage remains unknown.